Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced arthralgia ("aching joints"), fatigue ("extreme fatigue") and musculoskeletal pain ("joint and muscle pain"). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, fatigue and musculoskeletal pain outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for arthralgia, fatigue, medical device removal and musculoskeletal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced arthralgia ("aching joints"), fatigue ("extreme fatigue") and musculoskeletal pain ("joint and muscle pain"). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, fatigue and musculoskeletal pain outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for arthralgia, fatigue, medical device removal and musculoskeletal pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.